Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the pressure valve doesn¿t securely lock the tubing in place causing the machine to run very loudly and the pressure chamber to fill. There were no patient consequences. The following information was obtained from the sales rep via e-mail on 4-20-2018: there were no surgical delays. The procedure could be completed using another like device. The alternatives were readily available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the unit was received at the service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (pressure valve doesn't securely lock the tubing in place). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).